Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. The service engineer (se) inspected the device. The service engineer (se) replaced the central processing unit (cpu) and the ventilator was returned to use. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that during power on self test the vent generated a backup alarm failed error code. No patient harm reported.